Event description:
The facility reported an infusion pump with failure code 810:04 which occurred before use. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming. Information was not provided regarding whether or not a patient incident report was filed.